Event description:
Vague pump report of "malfunction in pumping system. Pumps fluid through then takes it back" during clinical use. No additional clinical info was able to be obtained. No pt injury was reported.